Manufacturer narrative:
We were informed by the customer that the particle will be held at the facility. We have not received any indication that it will be returned for evaluation therefore we are unable to confirm the nature and the source of the particle. The handpiece manufacturing records were reviewed and found to be acceptable. The handpiece met specification at the time of release. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) stating that a particle came out of the handpiece in the patient's eye. The particle was very small and it looks like a clear flake of plastic material. The particle was successfully removed and the patient is fine.